Event description:
It was reported that; surgeon was using a mallet to impact the inserter and the knob on the inserter inner shaft draw rod broke off. The implant was already partially in the disc space, so he had to unscrew the inner shaft draw rod out of the implant and replace with another draw rod that is in the set. Surgery was delayed by about 10 minutes.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: device history review indicated all devices accepted into final stock met specifications. Device evaluation was performed as part of a material analysis. Complaint history review indicated there have been no other similar complaints for the reported lot. Conclusion: the material analysis concluded the guide rod fractured through the weld fusion zone due to bending overload in mixed ductile and brittle mode but did not indicate a plausible root cause.

Event description:
It was reported that surgeon was using a mallet to impact the inserter and the knob on the inserter inner shaft draw rod broke off. The implant was already partially in the disc space, so he had to unscrew the inner shaft draw rod out of the implant and replace with another draw rod that is in the set. Surgery was delayed by about 10 minutes.